Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior. Customer¿s blood glucose (bg) level was 512 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer reverted to an alternate method of insulin therapy.